Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve was clogged. The valve was explanted and replaced and there was no injury to the patient.

Manufacturer narrative:
The returned valve was not patent and the valve did not meet the requirements for leak testing due to multiple tears observed in the top of the reservoir. It is unknown how or when this damage occurred. Therefore, the reflux, pressure-flow and preimplantation testing were precluded due to this damage. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.